Event description:
The customer reported to olympus, there was an e315 scope error (no image) when using the evis lucera elite colonovideoscope prior to an unknown diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device was dried prior to testing and the error code was unable to be duplicated. In addition, the bending section, insertion section, instrument channel and light guide tube had leakage, the light guide lens was cracked, the protector was damaged and the switches were worn. The leakage check label was discolored but the ethylene oxide (eto) valve was found to be in good condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage which occurred from the subject device while the user was handling the device; then, water invaded the device which caused an abnormality of electrical parts. As a result, error message e315 was indicated. The user can appropriately detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.